Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one lutonix 018 drug coated balloon catheter was returned for evaluation. No specific anomalies were noted during the visual evaluation. In the functional testing, the balloon was inflated with the presto inflation device and water leakage was observed on the balloon. Under microscopic observations, a compound balloon rupture was observed. Furthermore, the catheter was attempted to advance an in-house guide wire, but it was unsuccessful due to the device's condition returned for evaluation. Resistance was also felt in the attempt to insert the guide wire. Under microscopic observation, dried residue/contrast was observed on the inflation luer and a crack was also observed on the inflation luer. No further testing could be done. During the microscopic observation of the returned catheter, a compound balloon rupture was noted and a crack on the inflation luer was observed. Functional testing couldn¿t be performed fully for all other allegation due to the condition of the device. Hence, the investigation was confirmed for the reported balloon rupture and identified crack. However, the investigation for the remaining reported difficulty with advancement of the catheter over the sheath, difficulty in removing the catheter from the and introdcuer sheath, difficulty removing the balloon protector from the balloon remains inconclusive. However, the definitive root cause for the reported balloon rupture, difficulty with advancement of the catheter over the sheath, difficulty in removing the catheter from the introducer sheath, difficulty removing the balloon protector from the balloon and identified crack on the luer could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 03/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the superficial femoral artery via the left anterior tibial access, there was difficulty in removing the outer covering of the drug coated balloon catheter. It was further reported that the balloon allegedly would not easily pass through the sheath. It was also reported that once the balloon was delivered to the desired location and inflated, the balloon allegedly ruptured at the nominal pressure. Furthermore, there was difficulty in retracting the balloon through the introducer sheath. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure in the superficial femoral artery via the left anterior tibial access, there was difficulty in removing the outer covering of the drug coated balloon catheter. It was further reported that the balloon allegedly would not easily pass through the sheath. It was also reported that once the balloon was delivered to the desired location and inflated, the balloon allegedly ruptured at the nominal pressure. Furthermore, there was difficulty in retracting the balloon through the introducer sheath. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4: (expiration date: 03/2026). H11: section a: through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.